Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the circumstances that led to the stimulation being sporadic was the spinal stimulator seemed like it was having a problem so the patient thought it needed to be adjusted. The patient called and set up an appointment with their healthcare provider. The issue was not fully resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. The reason for call was pt reports sometimes his implant is turning off and lately gets sporadic vibrations from it. Pt states sometimes doesn't even know the system is on. Pt states this all began the last couple days however later states a month ago. Pt states the system changes settings on its own as well, patient services (pss) tried to clarify if adaptive stimulation active. Pt states used to be at 3.50 and would change to b at 1.60 and the other day jumped to 2.60, 3.60 and had to adjust to get this back to normal. Pt states the system is jerky too where it goes and stops and so on. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.